Event description:
Bovie thermal burn to right hip 1cm full thickness. Burn was excised in elliptical fashion and closed primarily by physician. Pt was sweating profusely and this interfered with 3m pad contact with skin.